Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, that prior to use with 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes "black" foreign matter was discovered in the tubes. The following information was provided by the initial reporter, translated from japanese to english: the customer reported, that black spots were found onto the walls of tubes before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-25. H.6. Investigation summary: bd received [3] samples and [5] photos for investigation. Visual examination of the samples and photos were performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that prior to use with 3 bd vacutainer® k2 edta (k2e) plus blood collection tubes "black" foreign matter was discovered in the tubes. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that black spots were found onto the walls of tubes before use.